Event description:
Product information was received from the implanting hospital and has been included in this medwatch.

Event description:
It was reported that the pt has been having high blood pressure for the past 4 weeks. He blood pressure was 190/161. Per reporter, the vns was turned off and the blood pressure went back to normal. The physician decided to turn the vns back on as pt began having more seizures, and the blood pressure increased again. However, the pt has now been seizure-free with vns on. Pt was put on the blood pressure medication which decreased her blood pressure too much. Follow-up with the physician reveals that the pt's physicians don't really think the vns is the cause of the high blood pressure, but the pt's father feels it is. The pt was put on blood pressure medication which that pt has been taking for a week and the blood pressure is now down to 126/88. The vns is on at low settings currently and the pt is seizure-free. It was noted that vimpat may have been the cause of the increased blood pressure, though this cannot be confirmed. System diagnostics indicate proper vns device function.